Manufacturer narrative:
This is report 3 of 3 for this article. The primary author is dr. (B)(4). - [sood_arab journal of urology_2017.pdf].

Event description:
An article published in arab journal of urology, detailed comparison of benign prostatic hyperplasia management using bipolar transurethral resection and photoselective vaporization of the prostate (pvp) under sedoanlgesia. 42 male patients underwent pvp treatment between november 2014 and april 2016. The following perioperative complication occurred in the pvp treatment group, 1 case of perforation of capsule/venous sinus. There were also the following postoperative complications in the same group; 2 patients with bladder neck stricture/contractures and 2 patients who had incontinence. This report is for the incontinence.